Manufacturer narrative:
Hillrom received a medwatch report from the FDA stating the golvo lift had a structural failure and the screws were stripped. The customer was not identified in the report, therefore follow up with the customer is unable to be completed. IFU 7en140102 rev 4 states that periodic inspection must be performed: service: a periodic inspection of the lift should be carried out at least once a year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by liko and using original liko spare parts. Periodic inspection liko mobile lifts 3en371001 rev 5 states that locking screws shall be inspected: golvo¿ mobile lift: verify that both locking screws (in the upper holes on the mast) are tight in the base. Note! Do not place any screws in the lower holes! As no serial number was provided for this lift, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this lift was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the cause or repair of the lift at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a medwatch report from the FDA stating the golvo lift had a structural failure and the screws were stripped. The lift was located at the account. There was no patient/user injury reported. (B)(4).